Event description:
Baxter germany reports 5 transfer sets with broken twist clamps. These were noted during use with no patient injury or medical intervention required according to international complaint coordinator.